Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient presented to the hospital with exit block. Normal sensing was observed on this right ventricular (rv) lead but loss of capture was observed at high outputs. High out of range pacing impedances greater than 2000 ohms and noise oversensing was also observed. The noise oversensing led to pacing inhibition and greater than 6 seconds of asystole for this pacemaker dependent patient. A conductor fracture was suspected and a revision procedure was performed. This rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted the electrode tip was not returned and there was an anomaly in the outer conductor coil. Further evaluation indicated that the outer coil damage was caused by localized compressive stress on the insulation surface. Resistance testing found the lead was not electrically continuous and detailed analysis confirmed that the outer conductor coil had a break in the subclavian region. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.